Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a consumer in united states on 02-jan-2014 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced burning in the area of fallopian tubes, she could feel the coils, right tube feels like it stabs her, intense period cramping, body seems to be beginning hyper sensitive, and breaking out in hives. Follow-up information identified on 07-oct-2015 (upgraded to incident): this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (FDA-2014-n-0736-1285). The consumer reported she had essure inserted on (B)(6) 2012; had given birth 3 months prior. After essure was placed she bled for 54 days, contacted her gynecologist and was told as long as she wasn't filling a pad an hour, it was all good. She began having periods every 2 weeks. In (B)(6) 2013, she started having mid-cycle back pain that was really intense, she had charlie horses in her fallopian tubes and there was metal coil in the tube that was in spasm. The consumer started researching and read the list of symptoms and checked off how many she had, she reported all started within a few months of having essure placed: aching joints, allergies, yeast infections, migraines, thinning hair, fatigue, cramps not just around period but at random times. She had cramps almost every day. She told her physician every time she was sure she could feel the coils burning inside her tubes. By the following winter, she was having 10 days a month of back pain. The bleeding was intermittent; spotting was almost daily; she also had cramps. She told her physician she was sure the coil was poking her and eventually she decided to find out what was causing the back pain and had an ultrasound, blood work, examination. On (B)(6) 2014, she had a partial hysterectomy done at age of (B)(6); one of the coils was poking out of her tube and she managed to develop adenomyosis less than a year after giving birth - with no endometriosis beforehand. She stated the device caused inflammation - and the inflammation did not stop once the tubes are occluded. Product technical complaint investigation result was received on 24-oct-2015: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had cramps almost every day (interpreted as abdominal pain lower). She had a partial hysterectomy and found that one of the coils was poking out of her tube (interpreted as fallopian tube perforation). Abdominal pain lower and fallopian tube perforation are serious due to their medical importance and listed in the reference safety information for essure. Considering the nature of these events and lack of alternative explanation, the causal relationship between the abdominal lower pain and fallopian tube perforation and essure inserts cannot be excluded. This case is regarded as incident since a device removal was required (implied). Product technical analysis was performed with neither batch number nor complaint sample. According to results there is no relationship between the reported medical event(s) and quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.